Event description:
This patient offered no complaints pre treatment. Eighty minutes into the treatment she complained of chills and rigors. The physician was notified and the treatment discontinued. The symptoms subsided and the treatment was restarted on a dry pack dialyzer. The treatment was finished with no further problems. Pylogen testing was negative. T 9p.1 to a max of 100.5 dialyzer f80 22nd useblood cultures - negativeduring the previous treatment the patient c/o chills 90 minutes into the treatment. The treatment was discontinued and the blood given back to the patient. The physician was called and the patient was put back on the same dialyzer per physician order. The patient received getamycin and vancomycin. She was sent to the ER post treatment but was not admitted. She was put on the same dialyzer the ext treatment.